Manufacturer narrative:
Correction: age or date of birth. Correction on date of suicide attempt: it was reported from the site that the patient on (B)(6) 2017 tried in suicide intention to cut its driveline by using a pair of pliers. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient on (B)(6) 2017 tried in suicide intention to cut its driveline by using a pair of pliers. There was complete no cut, but different damages at 4 locations, resulting in electrical faults with single stator operation, related to stator over-current logged on both stators. Single stator operation switched from front to rear and back, several times after a ventricular assist device (vad) stop. Service evaluation perfumed by manufacturer engineer confirmed front and rear over current with single stator operation with visual damage and single stator switched after vad stop. It was stated that the patient was prepped for possible extracorporeal membrane oxygenation (ECMO) support in an outpatient setting. There was a 30 second pump stop during the procedure where a driveline splice repair was performed. No additional information available.

Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event was confirmed via log files which revealed a total of 13 electrical fault alarms, 5 high watt alarms, 8 vad stopped alarms, and 10 vad disconnect alarms beginning on (B)(6) 2017 at 05:43:48. The onset of these alarms are most likely due to the reported event of the patient cutting own driveline by using a pair of pliers causing momentary electrical shorts of the rear and front stators. The high watt alarms are most likely due to the pump operating in single stator. Furthermore, the last onset of electrical fault alarms and vad disconnect alarms were recorded likely as a result of the splice repair performed on (B)(6) 2017. On-site inspection revealed visible damage of the outer sheath, inner lumen, and conducting wires. A splice repair was performed to mitigate the reported conditions. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the electrical fault alarms can be attributed to electrical shorts as a result of the damaged conducting wires which was patient induced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.